Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of customer's issues with button error. The customer disconnected and was not able to complete troubleshoot. It was noted that the number provided for the pump was registered to a different customer. No further information or assistance provided.